Event description:
It was reported that the initial left total hip arthroplasty. Subsequently, the patient was revised due to elevated metal ions. During the revision light tan granular tissue was noted within the acetabulum consistent with debris from metal-on-metal. The trunnion was found to be in excellent condition. The acetabular shell was well fixed and therefore retained. The head and adapter were revised without complications.

Manufacturer narrative:
(B)(4). D10: us157858 m2a-magnum pf cup 58odx52id 515530, 157452 m2a-magnum mod hd sz 52mm 154500, 139270 m2a-magnum 52-60mm tpr insr +3 323210. Suggested component code: mechanical (g04) - stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h3, h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Chs was not performed as no problem was found with the stem per the medical records. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial left tha was performed. The patient had elevated ion levels and was revised. During the revision, tan granular tissue was noted in the acetabulum from metal-on-metal debris. No black staining for corrosion from the stem, as the trunnion was in excellent condition. The cup and stem were retained, with the head and taper explanted. No problem was found with the stem as per the medical records. There were no allegations noted, and the medical records confirmed the metal related pathology came from the acetabular side as the trunnion was in excellent condition without surrounding damaged tissues. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.